Manufacturer narrative:
The polarsheath was visually inspected for any damage that would have led to the leak allegation seen in the field. Visible blood was seen on the outer surface of the hemostatic valve. A tear was also observed which would allow leaks. The puncture was seen in the bottom right quadrant of the valve with the luer at the 6:00 position. This off-center puncture location away from the slits is likely the cause for the tear which led to the polarsheath leaking. The polarsheath was functionally tested in attempt to recreate the leak allegation seen in the field. The functional tests include an aspiration, hemostasis, and positive air pressure test. These tests evaluate the performance of the hemostatic valve, some of which are under conditions more rigorous than a clinical setting. The sheath passed all standard manufacturing testing. The sheath was able to hold pressure while pressurized at 5.5 psi in hemostasis testing. The reported event was confirmed.

Event description:
The polarsheath was selected for use during a myocardial ablation procedure to treat atrial fibrillation. It was reported that leaking occurred at the valve at the second part of the procedure. It was characterized as a slow drip. The polarx balloon catheter was in place when leakage occurred. No patient complications occurred. The procedure was completed by using a new different from the same model. The device has been returned for analysis.

Event description:
The polarsheath was selected for use during a myocardial ablation procedure to treat atrial fibrillation. It was reported that leaking occurred at the valve at the second part of the procedure. It was characterized as a slow drip. The polarx balloon catheter was in place when leakage occurred. No patient complications occurred. The procedure was completed by using a new different from the same model. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.